Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. Plant investigation:the sample was not returned to the manufacturer and lot number was provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide was reviewed, which states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, therefore a definitive conclusion could not be reached and cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) had peritonitis. Upon follow up, the pdrn reported the patient presented with abdominal pain and as a result, on (B)(6) 2022 pd cultures were obtained. The results of the cultures were reported as the bacteria staphylococcus epidermis. The nurse reported the patient is being treated with intra-peritoneal (ip) vancomycin, per clinic protocol. The cause of the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. The patient is reportedly recovering from the event and continues pd treatment with the same cycler without any issues.

Manufacturer narrative:
Corrected information: h.6.

Event description:
A peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) had peritonitis. Upon follow up, the pdrn reported the patient presented with abdominal pain and as a result, on (B)(6) 2022 pd cultures were obtained. The results of the cultures were reported as the bacteria staphylococcus epidermis. The nurse reported the patient is being treated with intra-peritoneal (ip) vancomycin, per clinic protocol. The cause of the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. The patient is reportedly recovering from the event and continues pd treatment with the same cycler without any issues.